Manufacturer narrative:
Device manufacturing date: 01/23/2017 the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's wife stated during treatment the cycler received aa "m31 air detected in cassette." The patient was unable to get past the warning and turned off the cycler. The patient's wife stated she turned on the cycler to remove the cassette and fluid was leaking out of the cassette door and the inside of the cycler door was wet. The patient's wife stated she did not observe a tear in the cassette. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was not requested to come into the clinic and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. The sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's wife stated during treatment the cycler received aa "m31 air detected in cassette." The patient was unable to get past the warning and turned off the cycler. The patient's wife stated she turned on the cycler to remove the cassette and fluid was leaking out of the cassette door and the inside of the cycler door was wet. The patient's wife stated she did not observe a tear in the cassette. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was not requested to come into the clinic and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. The sample was discarded and was no longer available for evaluation.